Event description:
Enduser advised have a standard manual chair with a one arm drive and the gears are stripped. Spoke with tech. Enduser advised chair intermittently goes into reverse. Enduser advised goes back about six inches enduser advised wheels and armpads need to be replaced.